Manufacturer narrative:
Report date: 28aug2021. (B)(6). There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device has a faulty battery. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed reported problem. The customer replaced the battery to resolve reported problem. Upon a follow up with the pse it was confirmed that the customer reported the issue was addressed. However, did not provide additional information if the device passed performance specification testing after the repair was completed and if device is back in service.